Event description:
Manufacturer representative reported entire device system was removed. Hcp reported infection noted during surgical revision for lead migration. The devices were explanted in 2006 and the patient recovered without sequela. The patient was reimplanted in 2007. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.